Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, the force bipolar instrument jaw became bent and was unable to be removed from the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not stuck on tissue at the time of the issue therefore there was no adverse effect to patient tissue. When the cannula along with the stuck instrument were removed, the site confirmed the port site incision was not enlarged. The surgeon pulled the patient's skin at the same time as removing the trocar and no patient tissue damage occurred. The site also confirmed the reported issue was resolved with a back-up force bipolar instrument and the patient did not encounter any post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a severely bent grip at the based of one of the grips, where it meets the distal pin. However, the instrument was able to pass through the cannula without any issues. Fa attributed the root cause of the bent instrument grips to mishandling/misuse due to excess force applied to the instrument jaws. Additionally fa noted observations not reported by site: the instrument was found to have mechanical indentations/burrs at the grip tips. The root cause of mechanical indentations/burrs to the instrument grip tips is attributed to mishandling/misuse, such as collisions with other instruments or sharp objects. Also, the instrument was found to have a broke conductor wire at the yaw pulley at the distal end and failed the electrical continuity test. Fa noted no signs of thermal damage attributed the root cause of the issue to a component failure. The instrument also had damage of the conductor wire¿s insulation at the distal end. As a result, the internal wires were exposed, which fa attributed to a component failure. A review of the site's complaint history identified another force bipolar instrument had a similar issue used during the same procedure is being reported under patient identifier 425751. A review of the site's system logs for the reported procedure date was conducted and investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. However, the system log indicates the force bipolar instrument associated with this event was last used on 13-jan-2022 on system sk2776. The instrument had 6 lives remaining. No image or procedure video was provided for review. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the grip tip sticking out. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system.